Event description:
A malfunction alarm with code "malf 9" was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, but as the malfunction code reoccurred, a replacement pump was organized. The customer used an insulin pen as a backup solution.